Event description:
Development of xanthogranulomatous inflammation in location of implanted medical device. Device placed on (B)(6) 2019. Therapy is no longer on-going. Diagnosis for use: prostate cancer.